Manufacturer narrative:
The device was not returned for analysis. Follow up attempts have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a guidewire was used to assist in opening pipeline device, as the device was alleged to have failed to open. No patient injury reported.

Event description:
Additional information received indicated that entire aneurysm neck coverage with fd was not achieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
We have subsequently received additional information therefore are providing an updated report. From the new information received there has been no allegation of a device malfunction. All products are 100% inspected for damages and irregularities during manufacture. This event no longer fits the criteria for MDR reporting. Updated device code. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that no guidewire was used to assist in opening pipeline device. No patient injury reported.